Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a proglide device after an interventional cerebral aneurysm procedure with an 8f sheath. Reportedly, when the plunger was removed, the suture was not present, a cuff miss [suture retrieval issue] occurred. A new proglide device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. Return device analysis found that the knot and loop were properly formed, and the loop was pulled tight (malposition). No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss was observed as malposition of the suture. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely that interaction with the patient anatomy or friable vessel contributed to the noted malposition of suture. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.